Manufacturer narrative:
On february 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this event was manufactured by wittenstein intens gmbh. Technical evaluation: the returned device, received on 8 march 2023, was examined by orthofix quality operations department. The device was subjected to visual and functional check as per orthofix srl specification. The visual check did not evidence any anomalies: the cable has no bending or other deformations. The silicone has no defects, wear, or signs of damage. The socket is in good conditions (soldering still intact). Screws were unscrewed to separate the receiver from nail bipolar connector. Residues of organic tissue were detected in the socket. In the functional check the device was tested with different loads, at different distances and in distraction/retraction mode. No anomalies were detected. The device is functioning as expected. Medical evaluation: a medical evaluation of the case was not performed as no information about the medical procedure, diagnosis and x-ray images have been made available. Final comments: the functional check performed did not detect any malfunction on the returned receiver, which performs properly according to the set acceptance criteria. Please, note that to achieve the expected lengthening and to monitor the treatment accordingly (visual indications on the control electronics), it is fundamental to place the receiver as per indicated by clinician guide fitbone® taa, i.e.: at distances of no more than 10 mm, as this could negatively impact on the transmitted energy and on lengthening achieved. From the results of the technical evaluation, it was confirmed the device conformity to specifications. As the device still performs as intended, orthofix can conclude that the failure occurred is not device related. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by local distributor indicates: hospital name: (B)(6) hospital. Surgeon's name: mr. (B)(6). Date of initial surgery: (B)(6) 2023; original implant date (B)(6) 2022. Body part to which device was applied: femur. Surgery description: lengthening. Patient's information: na. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: non functioning receiver, originally implanted (B)(6) 2022. Delay in lengthening, revision and replacement (B)(6) 2023. The complaint report form also indicated: the device failure had adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a delay in the duration of the surgical procedure. An additional surgery was required: (B)(6) 2023. A medical intervention (outpatient clinic) was required: (B)(6) 2023. Copy of operative reports is not available. Copy of x-ray images is not available. Patient's current health condition: recovering well and lengthening. Further information received from the local distributor on 2 march 2023: the nail remained in place, only a replacement receiver was used, osy73903. Manufacturer ref: 2023033. Distributor ref: 675792.

Manufacturer narrative:
On february 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this event was manufactured by wittenstein intens gmbh. Technical evaluation: the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by local distributor indicates: hospital name: (B)(6) hospital. Surgeon's name: mr. (B)(6). Date of initial surgery: (B)(6) 2023; original implant date: (B)(6) 2022. Body part to which device was applied: femur. Surgery description: lengthening. Patient's information: na. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: non functioning receiver, originally implanted (B)(6) 2022. Delay in lengthening, revision and replacement (B)(6) 2023. The complaint report form also indicated: the device failure had adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a delay in the duration of the surgical procedure. An additional surgery was required: (B)(6) 2023. A medical intervention (outpatient clinic) was required: (B)(6) 2023. Copy of operative reports is not available. Copy of x-ray images is not available. Patient's current health condition: recovering well and lengthening. Further information received from the local distributor on 2 march 2023: the nail remained in place, only a replacement receiver was used, osy73903. Manufacturer ref: (B)(4). Distributor ref: na.